Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative tricuspid regurgitation, thin leaflets and an enlarged atrium for a triclip procedure. The septal leaflet was also tethered. Reportedly, there was difficulty visualizing the clip. One triclip xtw was placed on the anterior-septal leaflets. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. One additional triclip was implanted to stabilize the first clip and reduce tr. The final tr grade was 1-2. Per the physician, the slda was due to the patient's tethered septal leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported slda, as noted by the physician, is due to patient conditions (tethered leaflets). Image resolution poor is related to procedural conditions as imaging quality was suboptimal. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.